Event description:
Country of complaint: (B)(6). Revision surgery due to metallosis. Original surgery date: (B)(6) 2011 using a hybrid metha implant. Additional components (non-aesculap) include: ceramic head by finsbury orthopaedics (B)(4) &#1157;f. 167-140f, batch 114785. Acetabular cup by finsbury orthopaedics (B)(4) ref.168-112f, batch 114652. Taper ¿ finsbury orthopaedics (B)(4) ref. 167-061f batch 113948. Second med watch report for this incident, nc088k / metha neck, has been reported. Med watch report 3005673311-2016-00080.

Manufacturer narrative:
Investigation: blood and urine examination results are available. Cobalt and chrome ion concentrations were detected, whereas in particular the cobalt values were clearly increased above normal levels. On the male cone of the metha adapter a symmetrical step of about 0,03 mm has formed. Measured with a profile measuring device mahr surf xc20. In order to demonstrate the wear patterns on the cone surface, a macroscopical investigation of the connection between the prothetic stem and the neck was performed. Afterwards the medial and lateral contact surfaces were investigated with the rem (scanning electron microscope) and the edx (energy dispersive x-ray spectroscopy) for damages due to corrosive effects and fretting. Furthermore a tactile measuring (external service - (B)(4) of the cone surface to determine the wear volume with a coordinate measuring machine was implemented. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from these batches. Conclusion and root cause: the macroscopical investigation of the metha neck shows that due to dynamic corrosive stress the cone surface exhibits wear patterns. The further investigation of the medial contact areas with the rem and edx-analyse demonstrates that the conus surface was damaged as a consequence of a combination of fretting and corrosive effects. The limited repassivation of the surface and the characteristic wear patterns indicate that due to metal dissolution on aggressive surrounding conditions the mechanical abrasion was massively strengthened. In addition to the abrasion particles, a metal dissolution and release of ions occurs. Both processes are supported by an increased micro-movement in the cone adaption. Increased micro-movements can arise if the loading situation increases or if the combination between the neck and the stem due to intraoperative residues is not sufficiently performed. Based on the information available as well as a result of our investigation the failure can not be traced back to a product related root cause. There are no indications for a manufacturer or material failure. Rational: due to the fact that there are no product deviations and based on the available information, we exclude a product related error. In this case, the high loading could be explained by the large head articulation. Prof. Morlock has described the situation, that larger articulation diameter, are linked with larger friction moments. Aesculap does not have such large head articulation products available and therefore did not approve either the combination with the large head nor any articulation from (B)(6) ltd. Regarding specification, the risk analysis considers such events. During the development process tests have been done to be able to evaluate the expected risk. These tests have shown, that based on the technical specifications, only the risk in combination with aesculap products is very low and found to be acceptable. Corrective action: according to sop (B)(4) a CAPA is not necessary.